Event description:
It was reported that the handpiece causes an error 5, handpiece error, when activated. A second handpiece was used to complete case with no pt consequence. The caller did not have information on procedure type. During trouble-shooting after the case it was noticed that the acoustic mount was loose.